Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt the device was unable to obtain ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.